Event description:
It was reported that after two minutes into the photoselective vaporization of the prostate procedure, a courtesy error message displayed on the laser console screen. The courtesy error message indicated that the fiber tip was overheating; causing the laser console to go into standby mode. The procedure could not be continued. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error message that contributed to the procedure being aborted/cancelled could not be confirmed as the fiber card did not identify any error messages that may have occurred during the procedure. However, analysis identified a break in the fiber body near the distal end of the connector. It is probable that rough technique or excessive manipulation of the fiber during set-up or use contributed to the fiber body break. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. An overall conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber break and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal cap exhibited mild charred debris adhesion on its surface and the glass cap exhibited mild devitrification at the output window. Review of the fiber card data returned did not identify any error messages that may have occurred during the procedure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a break in the fiber body near the distal end of the connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. No damages were observed on the fiber connector. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that after two minutes into the photoselective vaporization of the prostate procedure, a courtesy error message displayed on the laser console screen. The courtesy error message indicated that the fiber tip was overheating; causing the laser console to go into standby mode. The procedure could not be continued. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event was originally reported for aborted/cancelled procedure with a patient under anesthesia. The fiber was returned and analysis identified a fiber break near the distal end of the connector. Refer to device analysis results section.